Event description:
It was reported that the pump touch screen was locking up and not working. Customer declined troubleshooting and follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.